Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 pockets were failed to detect on the bus. The field service engineer (fse) attempted a firmware update using the hardware test application, but the issue persisted. Then the fse shut down the station and manually released all pockets, then cleaned the tray liners and removed debris and foil from the drawer, which resolved the issue. The fse unseated/reseated row board cables and then cycled all trays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer keeps failing. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.